Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 28oct2020 to date 28oct2021. ¿ complaint trend: there are 17 complaints related to this issue of erroneous results. Date range from 28oct2020 to date 28oct2021. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results could not be determined. The customer had reported that they observed varying fsc and ssc results when processing 3 samples from the same patient. An fse (field service engineer) was sent onsite to assist the customer, but the anomaly did not occur during their visit. Instead, the fse removed the flowcell and objective lens control, reapplied the optical gel, and performed vocalization and optical bench optimization. They then checked the electronic and fluidic components and the fluidic specifications. Finally, the fse performed a cs&t test to confirm that the instrument was functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the instrument was being used for clinical diagnoses, the results gathered during the incident were not used and no patient samples were affected. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2021 defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii - wrong result. O problem description: the customer reports that between yesterday and today the instrument is giving problems to show the samples especially in the fsc and ssc channels where 3 samples coming from the same patient and processed in the same way (but marked differently) appear very different. The same tubes, analyzed on another canto ii appear identical in fsc / ssc and with the expected populations. O work performed: verification of the problem: the anomaly did not occur during the intervention, the device appears as in the last visit on 30/09. We proceed with: flowcell removal and objective lens control, optical gel remaking, vocalization and optical bench optimization. Electronic components check (photomultiplier and ssc socket, 10chdaq pub connections), fluidic specifications check. Successfully performed cs&t check performance, appliance regularly functioning according to bd specifications. O cause: no specific cause found. O solution: verification of the problem: the anomaly did not occur during the intervention, the device appears as in the last visit on 30/09. We proceed with: flowcell removal and objective lens control, optical gel remaking, vocalization and optical bench optimization. Electronic components check (photomultiplier and ssc socket, 10chdaq pub connections), fluidic specifications check. Successfully performed cs&t check performance, appliance regularly functioning according to bd specifications. No spare parts were used. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file facscanto ii flow cytometer (fluidics) #338960-04ra (version a/revision 1) was reviewed and identified the cause of a fsc and ssc errors. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O item: 25. Sheath. O function: 25.2 optically non-interfering. O potential failure mode: 25.2.1 fsc perturbed. O potential effects of failure: 25.2.1.1 instrument setup fails. O potential causes/mechanisms of failure: 25.2.1.1.1 user switches from hts to manual, leaves sheath with surfactant on system. Surfactant residue on optical surfaces. O current controls: setup error messages. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 3. O occ: 1. O det: 1. O rpn: 3. O item: 25. Sheath. O function: 25.2 optically non-interfering. O potential failure mode: 25.2.2 ssc perturbed. O potential effects of failure: 25.2.2.1 clinical apps - wrong result reported o potential causes/mechanisms of failure: 25.2.2.1.1 user switches from hts to manual, leaves sheath with surfactant on system. Surfactant residue on optical surfaces. O current controls: setup error messages. O recommended actions: user documentation shall clearly state that the facs sheath w/ surfactant is for ruo purposes only. Ivd cleared assays are not be ran with this sheath solution. Steps will be provided to the user on how to flush system of the surfactant and replace with facsflow. O responsible party: linda jackson (patty toth). O target completion date: 12/23/2005. O actions taken: high throughput sampler user's guide, p/n (B)(4). O sev: 8. O occ: 1. O det: 1. O rpn: 8. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the erroneous results could not be determined. ¿ conclusion: based on the investigation results the root cause of the erroneous results could not be determined. During the field service the anomaly did not occur so the fse was unable to confirm the issue. They instead inspected the instrument by checking the flowcell, optical bench, electrical components, fluidic components, and finally a cs&t test. Aside from the initial instance of erroneous results reported by the customer, the instrument seemed to be functioning as expected. No treatment or diagnosis was given during the time of the incident due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h10.

Event description:
It was reported that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: "1. Are there erroneous results on patient samples for diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to the issue? No. The customer reports that between yesterday and today the instrument is giving problems to show the samples especially in the fsc and ssc channels where 3 samples coming from the same patient and processed in the same way (but marked differently) appear very different. The same tubes, analyzed on another canto ii appear identical in fsc / ssc and with the expected populations."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: "are there erroneous results on patient samples for diagnostic test? Yes.. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. The customer reports that between yesterday and today the instrument is giving problems to show the samples especially in the fsc and ssc channels where 3 samples coming from the same patient and processed in the same way (but marked differently) appear very different. The same tubes, analyzed on another canto ii appear identical in fsc / ssc and with the expected populations."